Event description:
It was reported that a 79-year-old caucasian female patient underwent an unspecified breast implantation procedure with unspecified mentor gel breast implants and experienced bilateral rupture and bilateral implant site calcification post-operatively. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2021. This report is for the first of two devices.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, implant site calcification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 5 2022, the device evaluation was completed. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel breast implant was found to be ruptured. Because of concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rupture can be determined at this time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) on jul 25 2022, the following information was erroneously omitted form the previous report: the patient also experienced neoplasm malignant on the left side.

Manufacturer narrative:
On jun 1, 2023, additional information was received indicating the device catalog number is 3507300bc. The device was identified as a mentor memorygel breast implant 300cc. Manufacturer¿s reference number: (B)(4).